Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was shaking from low blood glucose and when she went to the kitchen to eat her daughter's birthday cake and she cut her wrist. The customer's husband found her full of blood in the kitchen. The customer grabbed some towels and applied pressure on her wrist until ems came out. The customer was then taken to the ER. The ER staff assumed that the customer was trying to commit suicide and she was admitted to a mental hospital. No further details were given, and no products were returned or replaced.